Event description:
On (B)(4) 2013, the following information was reported to kci by the kci representative: the v.a.c. Ats unit did not alarm when the dressing lost its seal, and the family alleged this caused the pt's wound to deteriorate. On (B)(4) 2013, the following information was reported to kci by the nurse: the pt's wound did deteriorate allegedly due to not maintaining an adequate seal. No additional information is available.

Manufacturer narrative:
Based on the information provided, there is no indication to suggest any medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. It cannot be determined if the alleged wound deterioration is related to v.a.c. Therapy. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was returned to kci service center. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: 'ensuring dressing integrity'. It is recommended that a clinician or pt (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active, if not: if you find that the seal is broken and the v.a.c. Drape has become loose, trim away any loose or moist edges, ensure the skin is dry and then apply new drape strips. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. Wound deterioration: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check for small leaks with a stethoscope, or moving your hand around the wound edges of the dressing while applying light pressure. Change dressing often, ensuring that it is being changed at least every 48 hours.